Event description:
This is report 4 of 4 for this peritonitis event. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. The action taken with the dianeal and extraneal therapies was not reported. The patient was still on unspecific antibiotics and using manual bags to administer them, but was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12g23052, h12g09010, h12j15038, h12k09112 and h12l13070 ((B)(4)) with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(4).

Manufacturer narrative:
(B)(4).